Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt was seeing a batteries low, replace controller batteries soon screen and said they were also having problems recharging their ins. Pt inspected the rtm and did not notice any damage. Pt said the rtm does get hot while recharging. No symptoms or patient complications were reported. Patient stated she needs new batteries for her controller. Controller says that batteries are low and need to be replaced since the past couple of days. Patient verified that she does see this message when she is recharging her ins and it is taking a long time to charge. Patient stated that it took 2 hours the other night to charge. Patient did confirm she received a new rtm cord from repair last week. Additional information was received from a manufacturer representative (rep). It was reported that when the pt got their new controller battery the battery door cover was now too small so now the cover wont close on their controller. Pt was sent the newer battery model and forgot to put the new battery door on their controller.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6): analysis of the device, model # 97755 intellis recharger (rtm), s/n (B)(6), revealed complaint unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.